Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a broken lanyard and discolored cable. A functional evaluation revealed a jammed motor/ blade stall. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Event description:
It was reported that, during a knee arthroscopy, the motor drive unit was not working. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit was jammed which makes it a reportable event.